Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings:a review of the black box showed loss of prime due to the pump not being primed within three minutes of an empty cartridge alarm and reboots. No loss of prime occurred during investigation. The force sensor was found to be in specifications. A replace battery alarm was emitted during testing. A fully charged battery was installed and the alarm emitted again. Evidence of short battery life was shown in the black box. The pump¿s current draws were out of specifications. The loss of prime issue was not adequately investigated due to the power issue. An internal component failure was found; the component was removed and the current draws returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.